Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that bleeding leakage occurred due to ignition failure, closure with a single row of staples, and staples that do not take a b formation.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2022 additional information requested and the following was received: was there any patient consequence or change in the post-operative care of the patient due to the event? (Extended hospital stay, readmission, re-operation, etc.) Yes. Blood transmission re-operation ( stapler line was sutured to close leakage ) extended hospital stay what are the most current patient health status and condition they are good now; however, extended hospital stay and leakage problems affected them psychologically. Did the surgeon wait 15 seconds prior to firing the device? Yes, always. Was the device difficult to fire? No was the patient male or female? What was their bmi? Surgeon faced the problem on several patients both female and male, bmi were between 35-50 which firing on the sleeve gastrectomy did this occur? Mostly 4th firings and 2nd firings approximately how far lateral to the pylorus does this surgeon being their sleeve gastrectomy¿s? 4 cm from pylor. Was the post op issue bleeding or was it a leak of intestinal contents? Bleeding how were the post op issues identified? Patient were re-operated due to the leakage. Other issue identified during the surgery and sutured. How was the issue first addressed intra operatively and how was the issue addressed post operatively? Intraoperatively: stapler line was sutured. Postoperatively: re-operation he used new cartridges with the problematic gun on the specimen outside the body, and the problem occurred again. Then he changed the gun and fired on the specimen, and no problem was occurred. However, they found unusual shapes when they looked into the gun anvil. Additional information: this is an analysis of a set of photos and videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a piece of tissue stapled, the staple lines can be observed complete with no apparent damaged. Second and third photos shows a display of the surgery and can be seen bleeding in the tissue. In the first and second video can be see an unknown instrument manipulating the stapled tissue signaling the staple line but no anomalies were observed. The third video shows the anvil, and the anvil was being pointed at, but due to the quality of the video, the condition of the anvil could not be appreciated. The fourth video shows a blue reload that was being pointed to the drivers, the drivers can be seen in good condition, after that the pan was removed, and appears to be that there are no drivers up, on the right side. In the fifth video it can be seen the tissue being manipulated by an unknown instrument and the staple line can be seen with no malformed staples, however slight bleeding can be seen at the end of the video based on the photos and videos reviewed, the event described is confirmed. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 9/14/2022 d4: batch #unk investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with the anvil and closure trigger in the closed position with no apparent damage and with four ecr60b (b,c,d,e) reloads present along with the device. The reload (b) 466a44 and reloads (c,d,e) 400a93 were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Further analysis shows that during the functional test the closure trigger was noted to be stiff to return to the home position. In addition, the device was disassembled to verify the internal components and corrosion was found in the articulation mechanism and shaft of the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described of malformed staple, and incomplete staple line could not be confirmed as no malformed staples were noted, the reloads were received fully fired and the device performed without any difficulties noted. The event reported of hemostasis intervention was confirmed and it is related to improper use of the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.